Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 .reference MFR. Report#: 1627487-2019-06372. It was reported that the patient is not receiving adequate therapy. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06372. Follow up revealed that the patient's scs system was explanted.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2019-06372.